Manufacturer narrative:
The complaint could not be reproduced during investigation, the module worked according to d.o.r.c specifications. Review of the logfiles revealed the occurrence of a pum264 error message, which could indicate that the bottle has been hanged on the high hook instead of the low hook. Since no issues were detected during testing, it was concluded that the reported complaint cannot be attributed to the pump module that was provided for investigation. The issue is most likely attributable to an (unintended) use error. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis (eva-irrigation off by itself). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, priming was passed but the irrigation did not flash although the foot pedal was pressed. To continue and finish the surgery, irrigation had to be turned on again and wait until it flowed. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, priming was passed but the irrigation did not flash although the foot pedal was pressed. To continue and finish the surgery, irrigation had to be turned on again and wait until it flowed. No report that actual patient harm occurred or surgery was prolonged > 30 min.